Event description:
The account alleged that when activating the trendelenburg switch the bed will run to the high position and will stop and not go into the trendelenburg position. The account stated that there were no injuries.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.